Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, analysis confirmed the device was not able to be interrogated and showed no response to a magnet, as observed clinically. The device had no telemetry and no output. The device case was opened and the battery voltage was found to be depleted, at 1.406v. Internal components were tested and a high current drain was identified on a mixed mode integrated circuit (mmic). Detailed testing of the mmic was performed, but the source of the high current condition could not be determined. This high current resulted in the battery depleting prematurely.

Event description:
It was reported that during a routine device follow-up, this pacemaker was not able to be interrogated. The device also did not respond to a magnet. The patient was admitted to the hospital for monitoring with a device replacement procedure planned for the next few days. It was noted the patient had an intrinsic rhythm of about 40 bpm and was not symptomatic. The device was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during a routine device follow-up, this pacemaker was not able to be interrogated. The device also did not respond to a magnet. The patient was admitted to the hospital for monitoring with a device replacement procedure planned for the next few days. It was noted the patient had an intrinsic rhythm of about 40 bpm and was not symptomatic. The device was explanted and replaced the following day. No additional adverse patient effects were reported.